Manufacturer narrative:
(B)(4). Batch # r58d5l. Investigation summary: the analysis results showed that one gst60t cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the cartridge was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: were the staples deployed in the proper closed b-formation? No. Were any blood products or transfusion required? No. If so, please explain. Is the current patient status known? Patient is progressing normally. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Surgeon needed to use multiple el5ml clip appliers to control bleeding and to be confident in the seal of the stapled transaction. Also, the event describes one black reload and one gold reload with this incident, however, two black reloads are being returned. I was not sure how to add another device to the pi so this is how I labeled it and described what was being done. Did the same event occur with the two black reloads or did the event occur with one black reload and one gold reload only? 1 black and 1 gold reload were involved.

Event description:
It was reported that after the firing across the stomach during the lap sleeve gastrectomy the dr. Noticed that the staple line with seam guard was not clean. It looked jagged and was bleeding on the 1st and 3rd fire (black - gold). He went and looked at the staple cartridges and noticed that several of the cartridge drivers had not fully engaged like the other drivers. It coincided with where the bleeding occurred. He completed the case and controlled the bleeding with the clip applier (el5ml). There were no patient consequences reported.